Manufacturer narrative:
The initial reporter¿s phone number is (B)(6). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device had locked up and they had to remove and reinsert the battery to restart the device. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device had locked up and they had to remove and reinsert the battery to restart the device. As a result, defibrillation therapy would not be available, if needed. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. The electronic patient records were downloaded and reviewed. The reported issue was verified. Physio-control observed that the kepnut on both battery 2 were loose. The kepnut was torqued to specifications and proper device operation was observed through functional and performance testing. The device has been scrapped by stryker per customer request.